Event description:
Patient underwent a knee procedure utilizing a signature knee guide on (B) (6) 2010. During the procedure, once the surgeon made the distal femur cut, he noticed the cut did not appear to be aligned correctly. He used standard instrumentation to finish the procedure. A delay of more than half an hour occurred as a result.

Manufacturer narrative:
Product and complaint has been forwarded to contract/manufacturer supplier. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4).

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Examination was inconclusive.this report submitted september 8, 2010.

Event description:
It was reported that patient underwent a knee procedure utilizing a signature knee guide on (B)(4)2010. During the procedure, once the surgeon made the distal femur cut, he noticed the cut did not appear to be aligned correctly. He used standard instrumentation to finish the procedure. A delay of more than half an hour occurred as a result.